Event description:
It was reported the programmer keyboard and outer casing are falling apart. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) and ECG (electrocardiogram) connectors are loose on a printed circuit board assembly. The programmer is out of specification on real time clock functional test; the microprocessor printed circuit board assembly found out of electrical specification. Analysis also found the programmer is missing hinge plate screws, the keypad is damaged near the "less than" key, and the power cord door tabs are broken off. (B)(4).